Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the second firing with a green cartridge and peri stripe. The device cut but no staples deployed. Also as the device began to fire the tissue was pushing out of the device. Another device was used to complete the case with no patient consequence. One device to be returned for analysis.

Manufacturer narrative:
Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd firing. Echelon straight/flex: flex. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? Peri strips. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis found that the device was returned with a green cartridge loaded in the device. The cartridge was received unfired; staple line reinforcement material was noted between the jaws. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However the knife was noted to be nicked at upper side edge. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.